Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass on an unknown date and suture was used. During the procedure, the needle popped off the suture. It is unknown how the case was completed. There were no patient consequences reported. No additional information was provided.